Event description:
It was reported the user was not alerted of patient condition. The pic did not alarm for the brady alarm, patient care was delayed and the patient deceased. The device was in use on a patient, with an adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and confirmed that the patient developed extreme bradycardia, followed by asystole, and subsequently passed away; however, it was indicated the device did not generate an alarm. A philips clinical technician reviewed the audit logs, which indicated a brady alarm of 39<40, which did not audibly announce sound at the pic or the overview station. A philips field service engineer (fse) went to the customer site and observed the pic speaker was disconnected from the remote speaker kit, resulting in no audible alarms at the surveillance. The reported problem was confirmed. The surveillance speaker is connected to the pic via a pic remote speaker kit. The cat5e cable that connects into the speaker kit at the nurse station had been disconnected, resulting in no audible alarms at the surveillance. Philips has not recently serviced any device inside of this closet. The biomed managers checked to determine if any service had been done at the facility that might have resulted in the speakers being disconnected. At this time, we are unable to determine how the cables became disconnected. The investigation concludes that no further action is required at this time.